Event description:
Information received regarding the device notes that during a coronary sinus lead placement, the suture sleeve entered the vasculature. The physician attempted mechanical and suction removal, but was not successful. The sleeve migrated and came to rest in the pulmonary artery. The leads were eventually positioned. The patient had no adverse effects.